Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. A lot history review was not possible as the lot number was not provided. Based on the information provided, the probable cause of the device pull through could have been the scar tissue in the vicinity of the puncture site. Scar tissue from previous catheterizations can attribute to difficulty during pull back, causing excessive tension to be applied to the device upon sheath retraction. It should be noted that the mynxgrip instruction for use (IFU) states that the safety and effectiveness of mynx vascular closure device have not been established in patients with prior surgical procedure. Should additional relevant information become available a supplemental MDR will be filed. UDI number: production identifier(pi) number is unknown as the lot number was not provided.

Event description:
It was reported that the entire components of the mynx device which was being used for arterial closure pulled through the artery during the removal of the 5f procedural sheath from the tissue tract. It was reported that the physician shuttled down completely and significant resistance was not felt when shuttling down. Additional force was applied when retracting the procedural sheath. The incision site was managed by the physician when the entire device components came out and manual compression was transferred over to the radiology technologist who held manual pressure for 22 minutes and placed a femostop on the site for 4 hours without success. Additional manual pressure was held for 20 minutes due to failure to achieve hemostasis and a femostop was subsequently placed for an additional 4 hours as well to achieve successful hemostasis. The patient was admitted at the clinical decision unit (cdu) for observation. The patient outcome was described as normal. No further information is available. Procedure type: diagnostic stick location: medium.